Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.:the device was returned for analysis. The device was returned within a dispenser hoop. A visual examination was performed on the catheter and a break in the shaft was found at 7.5 cm from the hub. The braid was exposed from 7.5 cm from the hub up to 34.5 cm from the hub. The hub was found intact. The catheter shaft was removed from the hoop with no resistance and inspected. No other defects were noted. A coating confirmation test was carried out to check the presence and integrity of the coating. The test revealed the presence of coating and coating damage was evident along the coated length. Excessive force used in attempting to remove the microcatheter from the dispenser coil most likely caused the damage to the coating. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter detachment occurred. A 135cm renegade hi-flo fathom system was selected for an angiogram procedure. During preparation, the device got stuck upon removal of the device from the protective hoop. The device was stretched and pulled apart. There was no patient involvement.

Event description:
It was reported that a catheter detachment occurred. A 135cm renegade¿ hi-flo¿ fathom¿ system was selected for an angiogram procedure. During preparation, the device got stuck upon removal of the device from the protective hoop. The device was stretched and pulled apart. There was no patient involvement.